Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 3550-39, lot# n310993, implanted: (B)(6) 2012, product type: accessory. Product ID: 355028, lot# n342431, implanted: (B)(6) 2012, product type: accessory. Product ID: 355531, lot# n340884, implanted: (B)(6) 2012, product type: screening device. (B)(4).

Event description:
It was reported that the patient was charging his battery on (B)(6) 2013 for ¿a couple hours,¿ shifted positions, and was sitting on the battery when he experienced a ¿shock sensation¿ at the battery site. The patient stopped charging and noticed the pain was still there but it subsided over time. The patient was asked to try charging again to see if the event happened again. At the time of the report the patient was alive with no injury. Four days later it was reported that it was still unknown if the event could be replicated. The reporter was seeing the patient the week after the report. Five days later it was reported that patient was not able to replicate the exact pain. However, the patient did recharge and had some minor discomfort that dissipated after thirty minutes. The patient¿s overall stimulation coverage was excellent.